Event description:
Reporter alleged blood glucose was hi at 11 am, however had no symptom or either high or low glucose. It was reported customer went to the emergency room (ER) and a lab test was performed which measured 186 mg/dl at 12 pm. No treatment was reportedly recieved. A request was made for the return of the suspect device and replacement product was sent.